Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 397 mg/dl. Troubleshooting did not occur as the customer resolved the issue by changing the infusion set and reservoir. No products were returned or replaced.